Event description:
On (B)(6) 2012 the reporter, the patient's father, contacted animas to report that on (B)(6) 2012, the patient obtained the blood glucose reading of "in the 300's mg/dl" and he experienced the symptoms of leg cramps and stomach cramps. The patient was taken to and admitted to the hospital with a blood glucose reading of 551 mg/dl and a diagnosis of dka. The patient was treated intravenously with insulin. When the infusion set was removed, it was discovered the cannula was bent. After the patient was discharged from the hospital, his physician made adjustments to the pump settings. The patient's father refused to troubleshoot the pump, therefore there is no information available about the pump settings or functions. The patient's technique was incorrect by having the infusion set's cannula bent, which can contribute to under-infusion of insulin. However, as the patient allegedly suffered symptoms and blood glucose levels suggesting severe hyperglycemia afterwards, and was admitted to the hospital in dka, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 09/25/2012-device evaluation: the pump has been returned and evaluated by product analysis on 08/28/2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.